Event description:
A report was received from this pt that he underwent cardiac catheterization and implantation of 4 cypher stents in rca. The pt reports that approximately one year and eight months later, he went to the hospital with tightness in his stomach and back. A cardiac stress test and EKG were performed. The EKG results showed an abnormality and an exploratory catheterization revealed a 90% restenosis in the previously stented rca. Treatment included hospitalization and placement of a xience stent and event resolved. The pt was discharged from the hospital nine days later.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers: 3003742446-2009-00070, 3003742446-2009-00071, and 3003742446-2009-00072.